Event description:
The reporter stated the haptic of an aq2015a silicone three piece lens was bent when opened. There was no pt contact.

Manufacturer narrative:
(B) (4). Lens work order search. Results: a lens work order search was performed, and no similar complaints were found within the work order. (B) (4).